Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited spikes in impedance measurements. Additionally, when attempting to interrogate the device, the programmer displayed an error message indicating that the telemetry was lost due to a session time-out or due to a reset. Boston scientific technical services (ts) troubleshooted the programmer error, however the error resolved on its own and was not reproduced. Additional information received indicates that the device and competitor rv lead exhibited noise oversensing and the competitor rv lead was suspected to have fractured. The device sensitivity and sensing vector were reprogrammed. This device remains in service. No adverse patient effects were reported.